Event description:
Visiting nurse made home visit on 10/27/97 to draw blood for labs. Observed +2 edema from elbow to shoulder. Pt had positive radial pulse and positive capillary refill. No redness noted. Skin warm to touch. Pt reported left arm tenderness. Md notified immediately. Pt saw md for evaluation on same day and admitted to hosp.